Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead impedance began to slowly rise and is now high. The lead also has a possible fracture. The lead is still in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.